Event description:
It was reported the pt underwent surgical intervention on (B)(6) 2013 to have a permanent scs system implanted. However, after the ipg was implanted and the lead connected, the sjm rep was unable to establish communication between the ipg and the programmer. As a result, the ipg was explanted and a new ipg was implanted which resolved the issue. The procedure was extended by 5 mins. The pt reports effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.